Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, while preparing the device, the nurses tested the function of the hydratome by pulling the handle to see that distal part of the catheter worked and that they could see the cutting wire. While testing the function, the cutting wire detached from the tip. The event occurred outside the pt, on the table. The procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).